Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that during the night after implantation of the lvad, the pt woke up with right sided weakness. Computerized tomography (CT scan) of the pt's head identified mca stroke. The hospital's stroke team reportedly intervened but a thrombectomy was not performed since several hours had passed. It was noted that post-operation course was complicated by mca stroke. A tracheostomy (trach) tube was inserted and it was noted that the pt could now begin to move right leg buy no spontaneous movement with right arm.

Manufacturer narrative:
No other info is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Manufacturer narrative:
A specific cause for the reported stroke could not be determined. The lvad (pump) remained in use supporting the patient for approximately 9½ months until support was subsequently withdrawn due to an unrelated event (reference MFR. Report # 2916596-2014-00777; follow-up # 1 for the report on the patient death). The pump was reportedly not explanted. A review of device history records showed no deviations from manufacturing or qa specifications. Based on the information available to the manufacturer, no conclusion could be drawn as to the root cause of the reported event; however, the device¿s instructions for use lists stroke as an adverse event that may be associated with the use of the left ventricular assist system (lvas). No further information is available. The manufacturer is closing the file on this event.

Event description:
The vad coordinator reported that the patient's left sided weakness and inability to walk was not known whether it was vad related or bypass related.